Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a skull injury involving a mayfield skull clamp (unknown catalog#) occurred in a patient under 2 years old. No information is provided on surgical delay and patient outcome is unknown. The exact event date is also unknown, but occurred at the end of july 2024.

Manufacturer narrative:
The mayfield skull clamp was not returned for evaluation and lot number information has not been provided after three attempts made to obtain same; therefore, evaluation (failure analysis) cannot not be performed, and device history record (DHR) cannot be reviewed. However, the a1059 mayfield skull clamp IFU states: ¿warning: mayfield skull clamp fixation devices are not recommended for use on children under five (5) years of age and extreme caution should be exercised in pediatric cases because of the thin skull.¿ the root cause of the reported issue cannot be determined, but based on the reported complaint, probable root cause is improper placement or misuse of the skull clamp. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.